Event description:
The patient was reportedly unable to establish lock with an external processor and the internal device. Testing showed that the internal device was not functioning. There was no report of trauma to the implant site. Revision surgery will be scheduled.